Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, when the clip was in the left atrium (la), the anterior gripper was unable to lower during gripper orientation. To troubleshoot, the grippers were cycled twice, but the anterior gripper remained unresponsive. The clip delivery system (cds) was removed from the anatomy and examined on the back table, where the anterior gripper continued to be unresponsive despite multiple attempts to actuate. A replacement was used to complete the procedure. A total of two clips were implanted and the mr was reduced to grade 2. There were no reported adverse patient effects or clinically significant delay. No additional information was provided.